Event description:
Customer called to report prime alarm during rewind. Customer's blood glucose was 400 mg/dl. Customer did not treat at time of call. Customer stated that the insulin squirts out during the manual prime process and the insulin continues to drip after motor stops during the manual prime process. Customer states that they are stuck in the rewind and bolus delivery loop. Customer states the drive support cap is protruding. Advised customer that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.